Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: device info - lot and expiration date unknown. Date implanted - day of the month unknown. Initial reporter - unknown. Manufacture date ¿ unknown. (B)(4) this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent total hip arthroplasty in (B)(6) 2015. Patient alleges possible nickel allergy. There has been no reported revision procedure to date. This report is based on allegations set forth in patients notice and the allegations there in are unverified.